Event description:
The customer reported that the collimator field size was out of tolerance at 2.3%. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted the mag 2 image size on ii and ran a series of tests. The system operates as intended.